Manufacturer narrative:
Report is associated with (B)(4).

Event description:
Active form of progressive multiple sclerosis [progressive multiple sclerosis]. Severe hypoxemia/poor oxygen exchange [hypoxia]. Hypoventilation [hypoventilation]. Sleep apnea [sleep apnea syndrome]. Reaction to methylprednisolone [adverse drug reaction]. Condition aggravated [condition aggravated]. Chronic hypoxic respiratory acidosis [respiratory acidosis]. Slurred speech [slurred speech]. Tone was increased or flexion and extension/mild increase in tone for the adduction; abduction [hypertonia]. Confused/unrealistic ideation [confusional state]. Sleepy but arousable [somnolence]. Hallucinations/visual hallucinations of people and food/talking to people not there [visual hallucinations]. Greater pain [exacerbation of pain]. More spasms [muscle spasm]. Increased spasticity [muscle spasticity aggravated]. Case description: this case was reported by a other health professional via licensee and described the occurrence of progressive multiple sclerosis in a (B)(6) year-old female patient who received terbinafine cutaneous solution for fungal infection. Co-suspect products included quetiapine (quetiapine fumarate) tablet for an unknown indication, diclofenac gel for pain, ranitidine hydrochloride tablet for an unknown indication, spironolactone tablet for an unknown indication, hydrocortisone unknown for inflammation and rash, amitriptyline (amitriptyline hydrochloride) tablet for an unknown indication, cefuroxime axetil tablet for an unknown indication, frusemide (furosemide) tablet for an unknown indication, triamcinolone acetonide unknown for an unknown indication, mupirocin ointment for skin infection, diazepam tablet for an unknown indication, ipratropium bromide (ipratropium) unknown for an unknown indication, prochlorperazine tablet for nausea and vomiting, cetirizine hydrochloride (cetirizine) tablet for an unknown indication, mometasone furoate nasal spray for allergic rhinitis, salbutamol sulphate (albuterol) inhaler for shortness of breath, diphenhydramine hydrochloride oral liquid for hypersensitivity and insomnia, azelastine nasal spray for hypersensitivity, lidocaine hydrochloride (lidocaine) transdermal patch for an unknown indication, docusate sodium tablet for an unknown indication, sumatriptan succinate solution for injection in pre-filled pen for migraine headache, ascorbic acid tablet for nutritional supplement, glucose oxidase, lactoperoxidase, lysozyme (biotene dry mouth mouthwash) mouth wash for an unknown indication, cholecalciferol (vitamin d3) unknown for nutritional supplement, light liquid paraffin (mineral oil) unknown for an unknown indication, rifaximin tablet for small intestine infection, sodium chloride nasal spray for an unknown indication, sodium fluoride unknown for oral hygiene, methylprednisolone unknown for an unknown indication, ondansetron hydrochloride for nausea and vomiting, omeprazole for an unknown indication, aripiprazole for an unknown indication, temazepam for sleep apnea, temazepam for sleep apnea, duloxetine hydrochloride for chronic pain and mood disorder nos, methenamine hippurate for an unknown indication, oxycodone for pain, sodium phosphate dibasic, sodium phosphate monobasic (phosphates enema formula b) for an unknown indication, tolterodine tartrate for bladder disorder, vitamin b complex + c for nutritional supplement, polyvinyl alcohol for eye dryness, sodium bicarbonate + sodium chloride (sinus rinse) for an unknown indication and baclofen, baclofen, baclofen, baclofen, baclofen, baclofen, baclofen (lioresal) (batch number ds0078, expiry date unknown) and (batch number ds0082, expiry date unknown) for muscle spasticity. The patient's past medical history included intrathecal pump insertion and medical device removal. Concurrent medical conditions included multiple sclerosis. On an unknown date, the patient started terbinafine (topical) 1 % at an unknown dose twice daily, quetiapine fumarate (oral) 50 mg twice daily (100 mg daily), diclofenac (topical) 1 % at an unknown dose 3 times daily, ranitidine hydrochloride (oral) 150 mg twice daily (300 mg daily), spironolactone (oral) 25 mg once daily (25 mg daily), hydrocortisone (topical) 0.5 % at an unknown dose twice daily, amitriptyline hydrochloride (oral) 25 mg once daily (25 mg daily), cefuroxime axetil 500 mg twice daily (1000 mg daily), furosemide (oral) 80 mg 160 mg once daily (160 mg daily), triamcinolone acetonide (topical) 0.1 % at an unknown dose twice daily, mupirocin 2 % 22 g twice daily (44 g daily), diazepam (oral) 10 mg 4 times daily (40 mg daily), ipratropium (intranasal) 0.03 % at an unknown dose twice daily, prochlorperazine (oral) 5 mg as needed, cetirizine (oral) 10 mg once daily (10 mg daily), mometasone furoate (intranasal) 50 g; 2 dosage form(s) once daily (2 dosage form(s) daily), albuterol 90 g;1 dosage form(s) as needed, diphenhydramine hydrochloride (oral) 12.5/5 mg/ml 1 dosage form(s) once daily (1 dosage form(s) daily), azelastine (intranasal) 137 g; at an unknown dose once daily, lidocaine (transdermal) 5 % 1 dosage form(s) once daily (1 dosage form(s) daily) and docusate sodium (oral) 50 mg 3 times daily (150 mg daily). On an unknown date, the dose was changed to 17.2000008 mg 3 times daily (51.5999985 mg daily). On an unknown date, the patient started sumatriptan succinate (subdermal) at an unknown dose as needed, ascorbic acid (oral) 1000 mg 4 times daily (4000 mg daily), biotene dry mouth mouthwash, vitamin d3 (oral) 1000 ug once daily (1000 ug daily), mineral oil (rectal) 2 dosage form(s) once daily (2 dosage form(s) daily), rifaximin (oral) 200 mg twice daily (400 mg daily), sodium chloride 0.65 %, sodium fluoride (dental) at an unknown dose and frequency, methylprednisolone at an unknown dose and frequency, ondansetron hydrochloride (oral) 4 mg 3 times daily (12 mg daily), omeprazole (oral) 40 mg twice daily (80 mg daily), aripiprazole (oral) 10 mg once daily (10 mg daily), temazepam 15 mg once daily (15 mg daily), temazepam (oral) 250 mg once daily (250 mg daily), duloxetine hydrochloride (oral) 30 mg twice daily (60 mg daily), methenamine hippurate (oral) 1 mcg twice daily (2 mcg daily), oxycodone (oral) 5/325 mg 1 dosage form(s) 3 times daily (3 dosage form(s) daily), phosphates enema formula b (rectal) at an unknown dose once daily, tolterodine tartrate (oral) 4 mg once daily (4 mg daily), vitamin b complex + c (oral) at an unknown dose once daily, polyvinyl alcohol (ophthalmic) 1.4 % 1 drop(s) twice daily (2 drop(s) daily) and sinus rinse at an unknown dose 4 times daily. On an unknown date, the patient started lioresal (intrathecal) 1500 ug; once daily (1500 mcg; daily). On an unknown date, the dose was changed to 1630.8000488 mcg; once daily (1630.8000488 mcg; daily). On (B)(6) 2015, the dose was changed to 1752.5 mcg ;once daily (1752.5 mcg; daily). On (B)(6) 2016, the dose was changed to 1630.8000488 mcg; once daily (1630.8000488 mcg; daily). On (B)(6) 2016, an unknown time after starting terbinafine, quetiapine fumarate, diclofenac, ranitidine hydrochloride, spironolactone, hydrocortisone, amitriptyline hydrochloride, cefuroxime axetil, furosemide, triamcinolone acetonide, mupirocin, diazepam, ipratropium, prochlorperazine, cetirizine, mometasone furoate, albuterol, diphenhydramine hydrochloride, azelastine, lidocaine, docusate sodium, sumatriptan succinate, ascorbic acid, biotene dry mouth mouthwash, vitamin d3, mineral oil, rifaximin, sodium chloride, sodium fluoride and methylprednisolone, the patient experienced confusional state and visual hallucinations. On (B)(6) 2016, the patient experienced slurred speech. On an unknown date, the patient experienced progressive multiple sclerosis (serious criteria gsk medically significant and other: gsk medically significant), hypoxia (serious criteria gsk medically significant and other: gsk medically significant), hypoventilation (serious criteria gsk medically significant and other: gsk medically significant), sleep apnea syndrome, adverse drug reaction, condition aggravated, respiratory acidosis, hypertonia, somnolence, exacerbation of pain, muscle spasm and muscle spasticity aggravated. The action taken with terbinafine was unknown. The action taken with quetiapine fumarate was unknown. The action taken with diclofenac was unknown. The action taken with ranitidine hydrochloride was unknown. The action taken with spironolactone was unknown. The action taken with hydrocortisone was unknown. The action taken with amitriptyline hydrochloride was unknown. The action taken with cefuroxime axetil was unknown. The action taken with furosemide was unknown. The action taken with triamcinolone acetonide was unknown. The action taken with mupirocin was unknown. The action taken with diazepam was unknown. The action taken with ipratropium was unknown. The action taken with prochlorperazine was unknown. The action taken with cetirizine was unknown. The action taken with mometasone furoate was unknown. The action taken with albuterol was unknown. The action taken with diphenhydramine hydrochloride was unknown. The action taken with azelastine was unknown. The action taken with lidocaine was unknown. The action taken with docusate sodium was unknown. The action taken with sumatriptan succinate was unknown. The action taken with ascorbic acid was unknown. The action taken with biotene dry mouth mouthwash was unknown. The action taken with vitamin d3 was unknown. The action taken with mineral oil was unknown. The action taken with rifaximin was unknown. The action taken with sodium chloride was unknown. The action taken with sodium fluoride was unknown. The action taken with methylprednisolone was unknown. The action taken with ondansetron hydrochloride was unknown. The action taken with omeprazole was unknown. The action taken with aripiprazole was unknown. The action taken with temazepam was unknown. The action taken with temazepam was unknown. The action taken with duloxetine hydrochloride was unknown. The action taken with methenamine hippurate was unknown. The action taken with oxycodone was unknown. The action taken with phosphates enema formula b was unknown. The action taken with tolterodine tartrate was unknown. The action taken with vitamin b complex + c was unknown. The action taken with polyvinyl alcohol was unknown. The action taken with sinus rinse was unknown. Lioresal was discontinued (dechallenge was unknown). On an unknown date, the outcome of the progressive multiple sclerosis, hypoxia, hypoventilation, sleep apnea syndrome, adverse drug reaction, condition aggravated, respiratory acidosis, slurred speech, hypertonia, confusional state, somnolence, visual hallucinations, exacerbation of pain, muscle spasm and muscle spasticity aggravated were unknown. It was unknown if the reporter considered the progressive multiple sclerosis, hypoxia, hypoventilation, sleep apnea syndrome, adverse drug reaction, condition aggravated, respiratory acidosis, slurred speech, hypertonia, confusional state, somnolence, visual hallucinations, exacerbation of pain, muscle spasm and muscle spasticity aggravated to be related to terbinafine, quetiapine fumarate, diclofenac, ranitidine hydrochloride, spironolactone, hydrocortisone, amitriptyline hydrochloride, cefuroxime axetil, furosemide, triamcinolone acetonide, mupirocin, diazepam, ipratropium, prochlorperazine, cetirizine, mometasone furoate, albuterol, diphenhydramine hydrochloride, azelastine, lidocaine, docusate sodium, sumatriptan succinate, ascorbic acid, biotene dry mouth mouthwash, vitamin d3, mineral oil, rifaximin, sodium chloride and sodium fluoride. It was unknown if the reporter considered the progressive multiple sclerosis, hypoxia, hypoventilation, sleep apnea syndrome, condition aggravated, respiratory acidosis, slurred speech, hypertonia, confusional state, somnolence, visual hallucinations, exacerbation of pain, muscle spasm and muscle spasticity aggravated to be related to methylprednisolone. The reporter considered the adverse drug reaction to be related to methylprednisolone. Additional details as received by novartis: case number (B)(4), is a spontaneous report initially received from a health care professional via company representative on (B)(6) 2016 and forwarded by medtronic inc. (B)(4) on (B)(6) 2016. This report refers to a (B)(6) year old female patient. Historical condition was not reported. The pump was implanted on (B)(6) 2011. The patient's weight as of (B)(6) 2015 was (B)(6) kg, and was not physically in a wheelchair. Current condition included multiple sclerosis. Concomitant medication was not reported. The patient received lioresal intrathecal (baclofen) 2000 mcg/ml for the treatment of intractable spasticity from an unknown date at a dose 1500 mcg per day via implanted pump. The patient also received albuterol 90 mcg (cfc-f) 200d oral inhl (1 puff by mouth four times a day as needed for short breath), amitriptyline hcl (25 mg tab, once by mouth at bedtime), aripiprazole (20 mg tab, one half tablet by mouth at bedtime), armodafinil (250 mg tab once by mouth every day for sleep apnea), ascorbic acid (500 mg tab; take 1000 mg four times a day for nutrition), azelastine (137 mcg/spray 200 d nasal inhalation spray; 2 sprays in each nostril twice a day as directed for allergies), lioresal (lioresal) (2 mg/ml pf 20 ml; inject 40 mg for intrathecal use), biotene mouthwash (rinse twice daily), cefuroxime axetil (500 mg tab, one tablet twice daily for injection), cetirizine hcl (10 mg tab, once by mouth daily), cholecalciferol (vit d3) (1000 unit tab take once by mouth daily for nutrition), diazepam (10 mg tab, four times by mouth daily), diclofenac na 1% (topical gel, apply to painful areas 3x daily), diphenhydramine hcl (12.5 mg/5 ml elixir, once tsp by mouth twice daily, as needed for allergies/sleep). Docusate na (50 mg/sennosides; 8.6 mg tab, two tabs 3x daily), duloxetine hcl (30 mg ec cap, one cap 2x daily for chronic pain and mood), furosemide (80 mg tablet, two tabs by mouth every morning), hydrocortisone (0.5% cream, apply sparingly to affected area twice a day for inflammation/skin rash), ipratropium br (0.03% nasal spray, one spray in each nostril, twice daily), lidocaine (5% 5in x 6in patch, apply 3 patches to affected area every day to lower and upper back for 12 hours), methenamine hippurate (1 gm one tab twice daily), mineral oil enema instill two contents into rectum every day, mometasone furoate (50 mcg 120 d nasal sup spray, two sprays in each nostril daily for nasal allergies), multivitamin cap/tab once daily, mupirocin 2% ointment, (22 gm apply twice daily for skin infection), omeprazole (20 mg, 2 capsules twice a day), ondansetron hcl (4 mg tablet, one tablet three times daily for nausea/vomiting), oxycodone (5 mg/apap 235 mg (percocet) one tablet 3x day for pain), phosphates enema instill 1 into rectum every day, poly-enema, polyvinyl alc (1.4% oph solution, one drop twice daily into each eye for dry eyes), prochlorperazine (5 mg tab once tab 4x/day as needed for nausea/vomiting), quetiapine fumarate (50 mg tablet, one tab twice daily by mouth), ranitidine hcl (150 mg tab one tab by mouth twice daily), rifaximin (200 mg tab, one tab, twice a day for small bowel infection), sinus rinse neilmed pkt (4x/day), sodium chloride (0.65 percent solution nasal spray, 2 sprays each nostril, 4x/day), sodium fluoride (1.1 percent dental cream), spironolactone (25 mg tab, one tab once daily by mouth), sumatriptan succ (6 mg/0.5 ml statdose, injection under the skin if needed for migraine headache), temazepam (15 mg cap take one capsule by mouth at bedtime), terbinafine hcl (1% cream; apply to affected area 2x/day for fungal infection), tolterodine tartrate (4 mg sa cap, once daily by mouth for bladder, triamcinolone acetonide (0.1 percent ointment; apply 2x/day to neck), and vitamin b complex/vitamin c cap/tab; once daily by mouth for nutrition. The pump had been last examined on (B)(6) 2015; the pump was in safe state mode initially when interrogated (12.5 mcg/day); the reservoir volume was 13.9 ml. The pump was programmed to deliver lioresal intrathecal (2000 mcg/ml) in flex dosing mode. The basal rate of lioresal was 57 mcg/hour; at 20:00 and 23:00, 150 mcg was added for 449.9 mcg/hour. The totally daily dose was 1630.8 mcg/day. The volume removed from the pump was 14 ml. 40 ml of lioresal intrathecal (2000 mcg/ml) was instilled into the pump and the bolus dose was programmed. On (B)(6) 2015, the patient increased dose of lioresal to 1752.5 mcg per day (lot number ds0078). On (B)(6) 2016, the patient had 3 tesla magnetic resonance imaging that lasted for 2 hours (result was not reported). On (B)(6) 2016, the patient experienced hallucinations. A motor stall was seen at the initial interrogation and the pump was found to be in safe state with low battery. The pump was reprogrammed to the original dose and the patient was sent home. The patient's appointment was to reset the intrathecal lioresal pump. An MRI was performed on (B)(6) 2016 of the brain and spinal cord. The pump had gone into safety mode delivering (12 mcg/day) of lioresal. The pump had alarmed on the evening of (B)(6) 2016. No oral baclofen was taken. The patient supplemented with 50 to 60 mg of oral baclofen every day (it was unclear if the patient took oral lioresal). Around midnight on (B)(6) 2016, the patient became confused and was talking to people not there. On (B)(6) 2016, within 12 hours post tesla 3 magnetic resonance imaging the patient and husband heard an alarm. On (B)(6) 2016, at 07:20 reset occurred-low battery, pump was in safe state. The confusion continued until the morning of (B)(6) 2016 with visual hallucinations of people and food. The patient's speech was also slurred. The patient had a progressive form of multiple sclerosis. The patient was lucid initially and became more confused during the encounter. During the lucid period, there was discussion of the patient's multiple sclerosis modifying treatment. The patient felt that she had become worse over the ten months of natalizumab treatment evidencing greater confusion, more spasms, and pain. Prior to natalizumab, the patient took oral dimethyl fumarate (dmf). The patient was not able to tolerate dmf. The patient had a diagnosis of severe hypoxemia on a sleep study with recommendations for a bipap (bilevel positive airway pressure) and had poor oxygen exchange on recent pft with evidence for hypoventilation and chronic hypoxic respiratory acidosis of unknown origin. During the visit on (B)(6) 2016, the patient's temperature was 97.7 f, blood pressure was 106/65, and pain was at an 8. The patient's mental status was assessed as sleepy but arousable; unrealistic ideation; slurred speech. The patient tone was increased for flexion and extension (bilateral lower extremities and was greater on the left side. There was a mild increase in tone for the adduction; abduction. On (B)(6) 2016, pump interrogation noted safe mode. The pump was refilled and reset the flex dose. The total dose of lioresal was increased to offer a bolus dose at 20:00 and 23:30. On (B)(6) 2016, the dose of lioresal was decreased to 1630.8 mcg per day (lot number ds0082). On (B)(6) 2016 17:23 the pump alarmed again and it was confirmed in the event logs there was a safe state with a low battery. On (B)(6) 2016, the pump beeped again and noted safe mode-pump reset. There were two episodes of a low battery warning. On (B)(6) 2016, at 20:13 reset occurred- low battery; pump was in safe state. The pump was last changed on (B)(6) 2016 at 7:21. A pump replacement was performed (B)(6) 2016. On (B)(6) 2016, the patient stopped lioresal. Patient status was alive with no injury and the issue was not resolved. Surgical intervention was planned but had not been scheduled. The reporter stated that, it was unknown if the motor stall seen at initial interrogation recovered within two hours. The facility did not interrogate the pump but the patient said it started beeping that night. The pump was explanted on (B)(6) 2016 and returned to the manufacturer. The pump print report showed repeated low battery resets on (B)(6) 2016. The new alarm date was (B)(6) 2016. The healthcare provider's impress ion of the patient at the visit was that the patient had an active form of progressive multiple sclerosis, increased spasticity, experienced spasticity, respiratory acidosis, hypoxemia, and sleep apnea. The plan was to discontinue natalizumab and start three day high dose of dexamethasone (260 mg) over three days x 6 months. The patient had a reaction to methylprednisolone, and the patient was to repeat the MRI every six months. Further discussion would take place after 6 months regarding the dmt. The plan was also to continue the intrathecal lioresal at a concentration of 2000 mcg/ml and flex dosing of a total of 1630.8 mcg/day with a newly added bolus of 448.9 mcg/ at 20:00 and 23:30. The plan was also to set the patient up with bipap, and triglow for inspiratory breathing exercises. The patient was also to have a pulmonary consult to further assess respiratory acidosis. The patient had a pending medication of fluocinonide (0.5 percent cream; applied 2x/day). The patient was to follow-up in mar for the intrathecal lioresal refill. The pump was last examined at (B)(6) 2016 at 11:20. The patient required ambulance transportation once on (B)(6) 2016. Analysis of the pump revealed it had high battery resistance and motor gear train anomaly with corrosion and or wear and or lubrication. The motor stall was due to the shaft bearing with shaft wear on the upper shaft of gear 2. Only the pump was returned for analysis. The pump print report showed the pump was in safe state after repeated low battery resets. Final action taken with suspect drugs was unknown. Outcome of events was reported as unknown. Seriousness and causality of events was not reported. Follow up received from a consumer and a healthcare professional via company representative on (B)(6) 2016 and forwarded by medtronic inc. (B)(4) on (B)(6) 2016: added reporter comment, corresponding reporter (consumer), procedure (pump explanted). Narrative was updated accordingly. Follow up received from a consumer and a healthcare professional via company representative on (B)(6) 2016 and forwarded by medtronic inc. (B)(4) on (B)(6) 2016: updated lab test for dated (B)(6) 2016, suspect product details (dose, lot number), action taken and pump related information in narrative. Follow up received from a healthcare professional on (B)(6) 2016 and forwarded by medtronic inc. (B)(4) on (B)(6) 2016: added tests (sleep study), all suspect drugs (except lioresal), dosing information of lioresal, all events (except hallucination and muscle spasticity), and reporter comments. Narrative was updated accordingly. Follow up received from a healthcare professional on (B)(6) 2016 and forwarded by medtronic inc. (B)(4) on (B)(6) 2016: added pump analysis details. Novartis comment: the natural history of patients underlying condition of progressive multiple sclerosis that got worse despite therapy with natalizumab can explain the events; hence, the causal association between the co suspect drugs baclofen intrathecal, terbinafine, diclofenac, ranitidine, spironolactone, temazepam, hydrocortisone, amitryptiline, cefuroxime, furosemide, triamcinolone, mupirocin, diazepam, ondansetron, omeprazole, ipratropium, prochlorperazine, quetiapine, cetirizine and the events muscle spasticity, muscle spasm, pain, hypertonia, dysarthria, respiratory acidosis, hypoxemia, sleep apnea syndrome, hypoventilation, progressive multiple sclerosis, condition aggravated, hallucination visual, somnolence and confusional state can be excluded and the causality is kept as not suspected. Context and details of the event adverse drug reaction were not provided, however, a causal association between the co suspect drug methylprednisolone and the event adverse drug reaction cannot be excluded based on close temporal relationship; hence the causality is kept as suspected for this drug and not suspected for the rest of the co suspect drugs.